Event description:
It was reported that during a meniscal repair, the first portion was deploying without issue, second anchor was not deploying properly. A backup device was available to complete the procedure successfully; delay and patient injuries were not reported.

Manufacturer narrative:
A 72202469 fast-fix 360 reverse curve needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Entanglement with other instruments or devices. Incomplete needle penetration through meniscus. Final product met specifications upon release to distribution.